Event description:
Device #1 of 2: 3006705815-2018-00206. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable thus both leads are reported. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where one lead was removed and replaced. Therapy has been resumed and issue has been resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: 3006705815-2018-00206. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable thus both leads are reported. It was reported the lead was fractured . The ipg was unable to be placed into MRI mode. Lead diagnostics revealed multiple high impedances. Reprogramming was able to provide stimulation. An x-ray was taken and the physician was unable to see any anomalies. Surgical intervention may be pending to address this issue.